Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017. Customer¿s blood glucose level was running up to 400 mg/dl and he was treating with shots. Customer stated the blood glucose levels were at 450 mg/dl before going to the hospital and by the time he got to the hospital he was at 342 mg/dl. Customer stated that this morning his blood glucose value was 357 mg/dl. Customer reported they have contacted their healthcare professional regarding the high blood glucose levels. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit functioning properly during testing. No insulin flow blocked alarm noted during testing.